Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-02300. Placeholder.

Event description:
During a wrist exploration with dr bone graft surgery on (B)(6) 2013, a standard console for e-pen was making ticking and puttering noises. Reportedly a spare standard console for e-pen was available and the surgery was completed successfully with the spare device. The reporter is unable to determine patient information, no injuries or medical interventions were reported. All available event information has been disclosed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.